Manufacturer narrative:
H6 - adverse event problem - updated clinical, heath impact and device problem codes to reflect ineffective stimulation.

Event description:
Additional information revealed that the patient was not receiving effective therapy in their hand. In turn, surgical intervention was undertaken on 27may2021 wherein a new lead was implanted to cover the pain area. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient may undergo surgical intervention to revise the lead. Further information is currently unavailable.